Event description:
The ccu manager alleged a pt fell out of bed and broke their hip. The rn and witness reported that the pt climbed over the siderail and fell out of the bed. The bed exit system did alarm.

Manufacturer narrative:
The technician investigated and found no problems with the bed.